Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 0.187 mg/day) from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient's medical history included lumbar radiculopathy. During a spinal surgery, a t1-s1 fusion, on (B)(6) 2016, it was noted that the intrathecal catheter was in the line of surgery. The surgeon used fluoro and could not determine the location of spinal end of catheter and there appeared to be an abandoned catheter piece at the pump end. In addition there was a large loop in the area adjacent to the spine. The hcp was not sure of the patency, location of the tip, or if an abandoned piece of catheter was present. The hcp opted to ligate and tie off the ends of the catheter and leave them implanted. He also tried to remove the spinal end of the catheter but it would not come out. There was some concern that the catheter was wrapped around the spine. The pump was programmed to minimum rate. The patient was alive with no injury at the time of the report. It was noted that a future surgery would be determined at a later date if the patient plans to use the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.